Event description:
It was reported that during one-day post-implant procedure check, the patient was experiencing diaphragmatic stimulation. Upon device interrogation, the right ventricular lead exhibited loss of capture and poor sensing. It was noted that the lead had perforated the patient. No pericardiocentesis was performed. The patient was asymptomatic as a result of the electrical anomalies. During lead revision procedure on (B)(6) 2017, the lead could not be repositioned as the helix could not be retracted and the lead was removed and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.